Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue replaced the batteries, completed the pm and performed full calibration, functional and safety tests. The iabp was then returned to customer and cleared for clinical use. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)" whom is a getinge employee that has different contact details from that of the event site, with the following contact information: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.